Manufacturer narrative:
G4: 26sep2019; b4: 30sep2019. The field service engineer was informed by the customer when doing a follow up that, brown substance can be found collecting in the tubing and blower of the unit. The clinical support advised the customer to use muco mist to double filter and to place the nebulizer at the end of the circuit next to the patient. The field service engineer advised the customer to replace any contaminated internal components. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10jun2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
The customer reported the v60 failed the electrical safety test. There was no patient involvement.